Manufacturer narrative:
An event of device deformity could not be confirmed. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 17 may 2024, a 25-18mm amplatzer talisman pfo occluder was chosen for implant using an 8.5f fast catheter sheath. During procedure, the device was deployed, and the right disc of the device did not conform to the septum upon implantation. The right disc formed a bulbous shape. The device was fully retrieved and redeployed three times, but the deformation remained. There was no interaction with cardiac structures during deployment, and there was no angulation or kink noticed in the delivery system. The device was replaced with another 25-18mm amplatzer talisman pfo occluder. There was no clinically significant delay in procedure and no adverse patient effects. The patient was discharged.